Manufacturer narrative:
There has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The involved r-pilot 25mm is actually broken at the tip of the active part (torque). No material defect was found during analysis of the rupture pattern. Unused product has been evaluated according to our prescriptions and was found in compliance with specifications (measures, torque test). Nothing unusual to report was found during dhrs review (batches #1555813, 1555815). Root causes are not identified. This kind of event is tracked and we monitor the trend.

Event description:
In this event it was reported that a r-pilot broke during use. The broken part remained in root canal and tooth was filled with broken part.